Manufacturer narrative:
User facility's biomedical engineer (biomed) is manufacturer trained and ask for the printed circuit control board to make the repair. During f/u, the biomed stated that the repair corrected the reported issue. He did not retain the suspect part, it was disposed of. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit would not heat. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.